Event description:
(B)(4).according to the information received, a catheter was blocked. When the catheter was inserted, urine did not flow out.

Manufacturer narrative:
One sample was received for testing. Water was injected into the catheter but did not flow out of the eyelets. The catheter was blocked just before the eyelets at the end. Based upon the device testing, this complaint is confirmed as reported.